Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation of the returned device found it was fully clip-deployed. Inspection indicated that the sheath was stretched during thumb advancer deployment. Subsequently, as the trigger button was depressed to fire the clip, the clip tines punctured into the sheath, resulting in the clip being captured at the distal end of the sheath instead of delivered to the arterial surface to close the vessel as intended. The clip caught at the distal end of stretched sheath could appear very similar to the reported partially split sheath; however, the sheath was returned fully slit. Inspection also revealed bent vessel locator wings. The bent wings prevented them from collapsing into the delivery tubeset when the clip was fired. The bent wings combined with stretched sheath that captured the clip could result in difficult device removal; however, this was not reported. Potential contributing factors for bent wings and stretched sheath include, but are not limited to, manufacturing deficiencies, challenging anatomical conditions, and incorrect deployment techniques. Receiving inspection records for the exchange sheath component, revealed no manufacturing-related deficiencies. The reported calcification present inside the artery could have contributed to bent wings and stretched sheath. There was no information reported or definitive evidence in the evaluation of the returned device to suggest inadequate nick-n-spread incision which could have contributed to the detected failure modes. Based on the investigation findings, the probable cause for bent locator wings is tissue compaction that exerted a distal force on the wings while in the tissue tract. Tissue trapped between the distal end of the tubeset and the locator wings can bend the wings when the clip was fired. The probable cause for stretched sheath that captured the clip is tight tissue tract. Instead of the tubeset sliding easily within the sheath while advancing the thumb advancer, tissue compression forces may cause the sheath to drag along with the tubeset as it is distally advanced, resulting in the sheath being elongated. This is consistent with the reported calcification in the common femoral artery. Damaged locator wings and stretched sheath can interfere with the clip placement as reported and observed. No manufacturing or quality deficiency was detected. A review of the complaint database for this lot revealed no indication of a lot specific product quality deficiency. A review of the finished device lot history record did not reveal any nonconforming material records for this lot and there have been no other incidents reported for this lot.

Event description:
It was reported that an arteriotomy closure of a mildly calcified right common femoral artery was attempted after a diagnostic procedure using a starclose se device. Reportedly, the sheath partially split; however, the clip did deploy but failed to achieve hemostasis. Manual arterial compression was used to achieved hemostasis. A 6fr sheath was used during insertion of the device. There was no reported clinically significant delay in the entire procedure. The physician is reported to be trained in the use of the starclose se device. There were no reported adverse patient sequelae. No additional information was provided.